Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® safety-lok¿ blood collection set, an unspecified number of needlestick injuries occurred. The following information was provided by the initial reporter:" customer states they are having issues with the one hand technique and experienced needlesticks. The rash of needle sticks was when we first converted. We have since been able to re-train and our staff are proficient in usage. The problem we had was several years ago and we do not need to do anything to address at this time" there was no other health impact or consequences reported.